Manufacturer narrative:
Zimmer biomet complaint number (B)(4) weight unknown / not provided. Lot number unknown / not provided. Last/given name unknown / not provided. Additional PMA/510(k) number ¿k101880. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #19 was removed due to implant fracture.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4109, 4111 and 4114. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. The reported implant was not received for investigation. Therefore, visual/physical evaluation and functional testing could not be performed. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvm6b10 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events and one similar event was identified. The customer did submit images/x-ray for the reported event. Following x-ray evaluation, implant fracture was confirmed. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were: missing or confusing instructions for use. Clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.